Event description:
It was reported that their pump was not functioning. The pt recently met with the hcp and was advised that the pump was not functioning and was referred to a surgeon. No pt symptoms or device troubleshooting were reported. A f/u report will be sent if add'l info becomes avail to us.